Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 35 mg/dl and 267 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Since product was not returned, extended investigation has been conducted on the read-8 complaint. It has been determined that there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter and precision strips, and the dhrs showed all products passed all tests prior to release. Retain testing was performed for the precision strips and all units performed in specification and passed. A tripped trend review was completed and showed no trips for read-8 and freestyle lite meter. No further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 35 mg/dl and 267 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.